Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience of plunger dislocated and being pull out from its original position, was not confirmed. The analysis indicated that a posterior cuff miss occurred. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary intervention for chronic total occlusion of the left anterior descending artery. Reportedly, once the physician advanced the device through the 0.035 guide wire into the artery, the physician found that the plunger was dislocated and being pull out from its original position. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Weight and body size reported as normal. Concomitant medical products: guide wire: 0.035; sheath: 8 fr.; heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.